Event description:
It was reported that when the rn tried to open the clip while it was inside the patient, it did not open properly and it was lost. No additional information is available regarding the event. This is report 3 of 12.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation. Updated sections d10, h2, h6 and h10. The device was returned for evaluation. The returned hx-201ur-135l long quick clips (lot#85v) were evaluated due to the reported ¿¿clip did not open properly¿ issue. The returned devices were 2 used clips. In addition, 10 new, unused hx-201ur-135l long quick clips, lot #85v, were received in their original package. Visual inspection was performed on the received condition on 2 used and 3 new devices. There were no issues found with the quick clips. A functional test was performed by manipulating the clips and deploying the new devices. The test performed confirmed that the clips functioned normally. In addition, the distal end of the 2 used clips were checked and it was determined that the clips were deployed. The insertion portion was inspected and found no signs of kinks or any external damages. The slider was manipulated and the movement is consistent and smooth. The tube joint (yellow) was checked with no physical damage noted. In summary, based on the evaluation, the reported problem was not confirmed. The quick clips performed as expected and nothing unusual was noted.